Manufacturer narrative:
Cloud data from the user for the period of 28dec2025-30dec2025 was downloaded and reviewed. Review of the patient history buffer (phb) found that the system was used primarily in automated mode, with the only instances of the system switching to manual mode being when pods were deactivated. The phb data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivering of automated basal insulin as estimated glucose values decreased towards and below the user's target. No instances of urgent low glucose values (less than 40 mg/dl) being received by the pod from the sensor were observed in the available data. The last estimated glucose value received by the pod before final pod deactivation was 247 mg/dl at 06:55 on 30dec2025. Review of the data confirmed that the system delivered insulin appropriately based on the values received from the sensor. It cannot be determined if the sensor was correctly reading the user's glucose values or if the sensor was sending the correct values to the pod. No evidence of issues with insulin delivery were observed in the available cloud data.

Event description:
It was reported that the patient's spouse had found the patient unconscious at night and called an ambulance to transport them to st. Bernhard hospital and was hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 30 mg/dl while wearing the pod between 5 and 24 hours. The patient was treated with injections of glucose. The patient was reportedly discharged around (B)(6) 2026 with follow-up diabetes management to be continued via insulin injections under outpatient providers. The pod was removed at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.